Event description:
It was reported that a patient experienced falling blood glucose despite treatment with a documented low of 69 mg/dl while using the ilet. The user was advised on proper treatment to avoid pre-treating and overtreating low blood glucose with oral glucose. Symptoms included hypoglycemia. Outcomes included no reported injury, no alerts/ alarms, no hospitalization, and self-treatment with oral carbohydrate. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed user-related factors consistent with overtreatment of hypoglycemia rather than a device malfunction. It was concluded that the device functioned as intended and that user education on treating lows was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.